Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip and case near display window corners. No delivery anomaly noted.

Event description:
Customer reported that he had high blood glucose due to her insulin pump was under delivering. Customer stated that the insulin pump had a delivery anomaly because, he delivered a bolus and the amount of units left in the reservoir are the same and his blood glucose was still high. Nothing further was reported.